Event description:
It was reported that the left side of the epg's (external pulse generator) lower display was dim, and there was a solid blue line. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of specification with missing pixels. It was also noted that the lower case was broken, both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.